Manufacturer narrative:
H6: investigation summary the photo was received for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 23x1 from lot #2363355 regarding item #300852 with the reported issue that needle length incorrect. The investigation and simulation were carried out on retention samples where the investigating team has use one sample for needle length and needle length was found with in limit. The exact root cause can only be determined if we receive the original sample. The DHR of discardit 5ml 23g material no. 300852 with batch no. 2363355 was checked and there was no quality notification found on this lot no. 2363355 from its production date to till end of dispatch. H3

Event description:
It was reported that 3 of the bd discardit¿ ii - 2-piece syringe needle length are incorrect. The following information was provided by the initial reporter: hcp has given feedback that the syringe tip is not tight with bd spinal needle and short in length when used on the bd spinal needle.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd discardit¿ ii - 2-piece syringe needle length are incorrect. The following information was provided by the initial reporter: hcp has given feedback that the syringe tip is not tight with bd spinal needle and short in length when used on the bd spinal needle.